Event description:
Additional information was obtained indicating that the right ventricular (rv) lead also exhibited a low pacing lead impedance measurement which was detected in the patient's remote monitoring system.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, undersensing, oversensing and more noise during isometrics. Also, there was a possible lead fracture for this patient. This rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.